Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During device preparation the grippers were cycled twice. Transseptal was suboptimal and measured at 4.3cm prior to crossing. A knob was required to be utilized to gain height. During the procedure it was noted that one of the grippers of the mitraclip xtw was not coming down all the way. The grippers were cycled at least ten times due to difficult grasping. Both grippers were able to raise. The clip was removed from the patient and replaced with a new mitraclip xtw was implanted. After the first clip was removed from the patient, the grippers were raised, and the clip was unlocked and opened to approximately 120 degrees. The grippers were lowered, and one gripper still could not lower. The final mr grade was 1.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause the reported positioning failure associated with leaflet grasping and difficult to open or close associated with a single gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.